Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. The right ventricular (rv) lead also exhibited a high threshold. The rv lead remains in use. No further patient complications have been reported as a result of this event.